Event description:
The attune articulating surface has a stretched out and damaged spring. (B)(6) 2015 upon evaluation of the returned trial (B)(4) the balseal was found to be missing.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event of a missing balseal. Hhe (health hazard evaluation) 103026031 was revisited in (B)(6) 2015 to evaluate balseal disassociation. Hhe/qrb (quality review board) 103045639 was held on (B)(6) 2015 and recommends a device correction. A device correction was initiated on (B)(6) 2015 with the following actions: closely follow IFU (B)(4) and inspect trials pre and post-operative for damage/breakage per surgical technique 0612-10-512 rev. 1 (page 51), check for balseal damage, if damage is observed, replace damaged component. Per surgical technique 0612-10-512 rev. 1 (page 53), emphasizing the correct use of the tibial trial extractor (B)(4). Mandatory sales training by depuy sales consultants.(CAPA 4795) although a definitive root cause is unknown, the root cause is suspected misuse. Based on suspected misuse as the root cause, corrective action is not needed. CAPA (B)(4) will monitor the mandatory field training and attune balseal disassociation. Continue to trend via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.